Event description:
Pt in or for stsg to abdomen. First attempt to harvest graft with dermatome resulted in a 5" long by 0.5" deep thigh laceration. Second attempt (after recalibration) resulted in a 0.7cm thigh laceration. Both lacerations sutured. Second dermatome used without complications.